Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via transfemoral approach, the implanter inadvertently pulled a non-edwards wire/catheter and tore the commander balloon. The valve would not fully deploy in the annulus and was deployed in descending thoracic aorta. A 2nd valve was implanted successfully. The patient is reportedly stable and doing well. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm commander delivery system (ds) was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The following IFU's were reviewed: the commander delivery system and the device procedural manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of balloon leak was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation (de-airing was successful suggesting no balloon leak at device preparation). As reported, "the implanter inadvertently pulled wire/catheter and lacerated the commander balloon. The valve would not fully deploy at the annulus and was deployed in descending thoracic aorta. A 2nd valve was implanted successfully. Per additional follow-up: there were no difficulties with the prep and there were no valve alignment issues. The balloon was "lacerated" by the basilica wire and catheter when the physician attempted to lacerate the leaflet for the procedure." In this case, it is possible while attempting to lacerate the leaflet using the basilica wire, the balloon was inadvertently damaged, subsequently affecting valve deployment. Available information suggests that procedural factors (basilica wire interacts with balloon) may have contributed to the complaint event. However, a definite root cause is unable to be determined without applicable imagery or device return. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6; investigation conclusion. The reported event of balloon leak was confirmed based on provided article. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported regarding balloon leakage during device preparation (e.g. De-airing). The reported event of balloon leak was confirmed based on provided article. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported regarding balloon leakage during device preparation (e.g. De-airing). As reported, "the implanter inadvertently pulled wire/catheter and lacerated the commander balloon. The valve would not fully deploy at annulus and was deployed in descending thoracic aorta. A 2nd valve was implanted successfully. Per additional follow up there were no difficulties with the prep and there were no valve alignment issues. The balloon was "lacerated" by the basilica wire and catheter when the physician attempted to lacerate the leaflet for the procedure. Additional information was obtained from the article "during the basilica procedure, the leaflet laceration inadvertently snared the thv due to unintentional wire crossing between the aortic cusp and the flying v, which was not well opposed to the cusp. As a result, the thv balloon was lacerated and could not be inflated for deployment". Procedural imaging revealed that the balloon was lacerated during leaflet laceration prior to valve deployment, likely due to inadvertent wire passage between the aortic cusp and the flying v. This occurred because the flying v was not well opposed to the cusp, allowing the wire to interact with and damage the balloon, ultimately preventing the full balloon inflation as reported. In this case, available information suggests that procedural factors (basilica wire interacts with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.